Event description:
It was reported by the customer that during a surgical procedure the k-wire had gone an extra 3 inches more than they had intended. The customer stated that no harm to the patient was attributed as a result of this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported by the customer that during a surgical procedure the k-wire had gone an extra 3 inches more than they had intended. The customer stated that no harm to the patient was attributed as a result of this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The diagnostic engineer found that the sockets were corroded and bent. The potted trigger assembly was replaced due to the damaged sockets. However, the reported event was not duplicated. The manufacturer diagnostic engineer could not find any failures during the device evaluation that would cause or contribute to the reported event.